Event description:
I opted for tubal ligation. Was told the essure was the way to go with no cutting and would be able to return to normal activities the next day. Well this was somewhat true but I now have painful periods where I am bent over in pain du to severe cramping right before, during and right after my cycle. I have leg, back and foot pain that comes and goes but it at it strongest level of pain. During my cycle I have had vision changes, heavier cycles and also pain during intercourse.